Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that pump, and insulin delivery was operating within required specifications and delivery accuracy.

Event description:
It was reported that the patient received emergency room treatment for elevated blood glucose levels.